Event description:
A (B)(6) old male pt contacted zoll customer support to report that the cable on his electrode belt had pulled away from the vibration box and that wires were exposed. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cable pulled from vibration box / wires exposed) has been confirmed. As rec'd, the trunk cable was pulled from the distribution node (dn), which damaged the ground wires. The cause for the damaged cable and wires cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt rec'd a replacement electrode belt.